Event description:
It was reported that the customer's insulin pump had air bubbles in the reservoir. Her blood glucose level was 274 mg/dl. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened and used reservoir was inspected and a pre-fill test was performed. The transfer guard failed per specification due to being occluded. Another reservoir was inspected and passed per specifications. No air bubbles were noted during analysis. No anomalies were noted with the o-rings or stopper.